Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the circular stapler fired and cut but no staples. No further information at this time. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.